Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our french affiliates, during the implant procedure of a 26mm sapien 3 ultra transcatheter heart valve in the aortic position by transfemoral approach, the valve was successfully implanted but when the esheath+ was removed, the distal tip was damaged. Patient was fine and this event had no impact on procedural results. The esheath+ distal tip damage was identified as a distal tip torn.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery provided was reviewed, and the following was observed: esheath distal tip appears radially torn. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander delivery system with esheath+ IFU's were reviewed. Precautions include 'when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath'. Vascular access for valve sizes: 20-26mm, sheath 14f, minimum vessel diameter '5.5mm. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for sheath distal tip torn was confirmed based on evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'when the esheath+ was removed, the distal tip was damaged. (') the esheath+ distal tip damage was identified as a distal tip torn.'. Imaging evaluation indicated that the issue identified appears identical to a radial tear at the distal tip of the esheath+. The failure mode is characteristic of sheath tip tear events as described in a previously opened product risk assessment ({ra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion during thv advancement contributed to the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint event. However, a definitive root cause is unable to be determined. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A corrective and preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. The corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.